Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm every time they changes the battery. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated alarm did not occurred while insulin pump was in use. No harm requiring medical intervention was reported. The device will not be returned for analysis.